Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving fentanyl at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient's pump began alarming last night and when they tried to use the personal therapy manager (ptm) the error code 8476 was displayed. It was noted that the patient had an MRI on (B)(6) 2020, MRI and CT scan on (B)(6) 2020 and vertebroplasty procedure done in (B)(6) but nothing recent. There were no reports of any trauma of falls. No symptoms were reported. No further complications have been reported as a result of this event.